Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing nerve and diaphragmatic stimulation. It was found that the right atrial (ra) lead had dislodged at some point, this was noted by the physician, the lead was a fixed to lower lateral atrial wall. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.